Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional treatment procedure a balloon rupture occurred. Access was gained through the right radial artery. The 90% stenosed lesion being treated was located in the mildly calcified and moderately tortuous mid to proximal left anterior descending artery. The 2.0 x 12mm model maverick 2 balloon catheter was advanced to the target lesion when the balloon ruptured at 10 atm. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.